Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. In addition to the finding in b5, the evaluation found that the customer's allegation was confirmed. Also, the evaluation found the following: due to damage on the switch box, switch 4 did not work, and the grip had a scratch. The flexibility adjustment ring had a scratch. The switch flexible circuit board was dirty due to water leakage. Due to the shortcut of the circuit board unit, e218 (scope malfunction error) occurred. E226 (scope communication error) occurred. Due to the wear of the angle wire, the bending angle in the right direction did not meet the standard value. The plastic distal end cover had a dent. The connecting tube had a scratch. It was unable to confirm the origin of foreign materials. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the colonovideoscopes did not show an image during preparation for use. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the air-water tube and cylinder had foreign materials and an e315 unsupported scope error due to corrosion on the plug unit. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the air/water channel and air/water cylinder appeared to be a whitish powder mixed with water but otherwise could not be identified. A definitive root cause of the issues could not be determined, as there was no observed deformation that might result in the retention of foreign material and no facility device reprocessing information was reported or available, however, the issue was likely the result of insufficient device cleaning/reprocessing. Additionally, a definitive root cause of the observed e315 unsupported scope error could not be determined, however, the issue was like likely due an ingress of fluid into the scope connector during user handling/mishandling, resulting in corrosion on plug unit/electrical component damage. The issue may be detected/prevented by following the instructions for use sections below: -inspection of the endoscopic system; -chapter 5 trouble shooting. The countermeasures against troubles are described in this chapter.5.1 trouble shooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning. Never use the endoscope on a patient if any irregularity is observed. The irregular endo scope may compromise patient or user safety and may result in more severe equipment damage. In addition, it may pose an infection control risk olympus will continue to monitor field performance for this device.